Manufacturer narrative:
Pump passed displacement test, basic occlusion, occlusion test, prime and excessive no delivery test. Unit primed properly during testing. Unit received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were stuck on prime loop. Customer¿s blood glucose level was 378 mg/dl. Customer states they were unable to exit the "preparing to prime" loop. Advised customer the insulin pump will need to be replaced. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.